Event description:
A user facility reported that a #00a alarm occurred after priming the system. Before the user attempted to connect the xlung kit 230 circuit to the patient, the user was unable to resolve the alarm. The user exchanged the pump drive which resolved the alarm and the patient was able to continue support. There was no patient involvement. The pump drive component of the console was available for product evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.